Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included anemia, protein deficiency, curvature of spine, parity 6 and multigravida ((B)(6) 2003, (B)(6) 2004,(B)(6) 2009,(B)(6) 2010, (B)(6) 2013)). Previously administered products included for an unreported indication: acetaminophen and iron. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, migraine, headache and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, device dislocation, device expulsion, headache, migraine and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: patient demographic, historical conditions, historical medications, essure insertion date (B)(6) 2010, essure removal date (B)(6) 2013, concomitant medication, events (pregnancy (no complications), migraines / headaches, migration of essure device, expulsion of essure device, abdominal pain, patient did not undergone essure confirmation test) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("bilateral essure devices perforating through fundus of the uterus"), embedded device ("migration of essure device: part of the essure had migrated to my uterus / right essure was deeply embedded into the myometrium"), device expulsion ("migration of essure device: part of the essure had migrated to my uterus / expulsion of essure device") and pregnancy with contraceptive device ("pregnancy") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's past medical history included anemia, protein deficiency, curvature of spine, parity 6 and multigravida ((B)(6)2003,(B)(6)2004,(B)(6)2009,(B)(6)2010,(B)(6) 2013)). Previously administered products included for an unreported indication: acetaminophen and iron. Concurrent conditions included grand multiparity since (B)(6) 2013, constipation since (B)(6)2013 and ovarian cyst since (B)(6)2013. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, with removal of the essure device on the left.). At the time of the report, the uterine perforation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain and pelvic pain outcome was unknown and the migraine and headache was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, device expulsion, embedded device, headache, migraine, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: (B)(6) 2013 - operative findings: essure perforation fundal, cornual. Bilateral essure devices perforating through the fundus of the uterus. The left essure device is extending through the fundus of the uterus, approximately 2 cm from the left fallopian tube. The right essure device is protruding through the right cornua, with both ends within the uterine wall, with a small fibrotic layer over the device. Attention was then turned to the left essure device, which was protruding from the fundus. Attention was turned to the right essure device which was attempted to be removed, however, was deeply embedded into the myometrium and had a small fibrotic layer over the essure device. Concerning the injuries reported in this case the following one were described in patients medical record confirming :uterine perforation quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Concomitant condition, laboratory data were added. Events added: pelvic pain. Updated events: device expulsion. Event added from medical record: uterine perforation. Onset dates and event outcome were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("bilateral essure devices perforating through fundus of the uterus"), embedded device ("migration of essure device: part of the essure had migrated to my uterus / right essure was deply embedded into the myometrium"), device expulsion ("migration of essure device: part of the essure had migrated to my uterus / expulsion of essure device") and pregnancy with contraceptive device ("pregnancy") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's past medical history included anemia, protein deficiency, curvature of spine, parity 6 and multigravida (((B)(6) 2003, (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013)). Previously administered products included for an unreported indication: acetaminophen and iron. Concurrent conditions included grand multiparity since (B)(6) 2013, constipation since (B)(6) 2013 and ovarian cyst since (B)(6) 2013. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, with removal of the essure device on the left.), surgery (bilateral salpingectomy, with removal of the essure device on the left.) And surgery (bilateral salpingectomy, with removal of the essure device on the left.). At the time of the report, the uterine perforation, embedded device, device expulsion, pregnancy with contraceptive device, abdominal pain and pelvic pain outcome was unknown and the migraine and headache was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, device expulsion, embedded device, headache, migraine, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: (B)(6) 2013- operative findings: essure perforation fundal, cornual. Bilateral essure devices perforating through the fundus of the uterus. The left essure device is extending through the fundus of the uterus, approximately 2 cm from the left fallopian tube. The right essure device is protruding through the right cornua, with both ends within the uterine wall, with a small fibrotic layer over the device. Attention was then turned to the left essure device, which was protruding from the fundus. Attention was turned to the right essure device which was attempted to be removed, however, was deeply embedded into the myometrium and had a small fibrotic layer over the essure device. Concerning the injuries reported in this case the following one were described in patients medical record confirming :uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs